Event description:
Date of event is unk. Note: this report pertains to the second of two reported malfunctions occurring during the event. Refer to MFR report #3005099803-2008-00222 for details regarding the first device. According to the complainant, the needleknife rx broke off while inside the pt. The doctor was able to retrieve the broken needle with a biopsy forcep. There were no pt complications as a result of this event.

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.